Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the serial number of this device is unknown, not (B)(4) as previously reported. This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4)